Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker malfunction error and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.